Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain and device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis experienced bilateral pain and device migration post procedure. The patient stated that she is hurting a lot, the left implant is up, and the right implant is down, and she feels something in the right implant is pulling. Patient had done CT scan, and sonogram examinations. As a result, patient had the devices removed on (B)(6) 2021. This report relates to the left prosthesis.